Event description:
The customer reported the illuminator would not fit into port. The items were replaced and the case was completed. No pt injury was reported.

Manufacturer narrative:
The samples have been received in house for eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional info becomes available.